Event description:
A report was received that the patient had loss of stimulation. High impedance was noted on the lead. The patient underwent a revision procedure wherein one lead and one anchor were replaced due to a suspected malfunction. The physician felt like the lead was fractured right above the anchor site.

Event description:
A report was received that the patient had loss of stimulation. High impedance was noted on the lead. The patient underwent a revision procedure wherein one lead and one anchor were replaced due to a suspected malfunction. The physician felt like the lead was fractured right above the anchor site.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial/lot #: (B)(4), description: linear st lead, 70cm; model #: sc-4316, serial/lot #: (B)(4), description: next generation anchor kit-sterile.

Manufacturer narrative:
Sc-2218-70 sn: (B)(4) device evaluation indicated that the complaint of high impedance and lead fracture has been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that all of the cables were completely broken at the bent/kinked location of the lead, approximately 22 cm from the distal end. The bent/kinked location was 1 cm from the set screw mark of the clik anchor. No cables were exposed at the fracture site. Sc-4316 device evaluation indicated that the clik anchor passed visual test performed. The clik anchor was intact and no parts of it were missing. Sc-2218-70 sn: (B)(4) a review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.